Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Event description:
It was reported that the customer passed away in a hospital, after a motorcycle accident. The customer was hospitalized on (B)(6) 2015. According to the medical examiner, the cause of death was blunt impact injury due to motorcycle striking the guardrail. The medical examiner noted that the customer had history of heart disease and had kidney transplant. The customer's blood glucose, at the time of death, was unknown. The insulin pump was turned off at autopsy, therefor, the last recorded blood glucose value could not be retrieved. The customer was wearing the insulin pump at the time of the motorcycle accident. The customer was not using sensors and one was not worn at the time of death. The caller did not have the insulin pump at the time of the call and could not upload to carelink. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No data was available for analysis due to the insulin pump being received without a battery installed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.